Event description:
Additional information was received on 31-mar-2017 from a consumer. Per the patient, the pump had saved his life and he never had an issue with it, but now he was having an issue. He had a problem when he went in for the dye study. The physician said he did not get anywhere with the dye study. The patient stated that the dye would not go in the pump or the dye went in the pump and he could not get it out. Per the patient, the pump was working fine until the day he had the dye study. He went into total withdrawal the day of the dye study. The patient said the physician said that he could not withdraw from the pump and did not start the dye study. He was in the ER (emergency room) two nights in a row with withdrawals. The physician had tried to aspirate three times and he could not get anything during the dye study. The patient felt a return in spine/back pain 15 minutes after he left the dye study and he felt pressure. The pain kept getting worse and worse and he was in the ER with morphine withdrawals. The patient went to the doctor¿s office two days later and had the pump checked. The pump check showed no alarms and the pump was working. The patient was wondering what during the dye study could have caused the issues; if an MRI would show an issue; and if the pump should be turned off. The patient was put on oral morphine due to the malfunction. The patient did not sleep much last night waiting to go into withdrawals, but it did not happen because he was taking oral morphine. The patient felt a little dopey from the oral morphine this morning and did not take more because he did not feel like he needed more. The patient was re-directed to his doctor for his medical questions. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and morphine, dose and concentration, not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported he went in for a dye study on monday (B)(6) 2017. Initially the patient stated the dye study was for diagnostic reasons because the healthcare provider was prepping to replace the pump due to approaching max longevity. The patient further stated that actually as he was thinking about it he was having issues that the thinks was related to the "tube," clarifying he meant the catheter. The patient reported in the last 4-5 months he has had a "real hard time sleeping lately." The patient¿s "backs been hurting more" so the patient asked for an increase in the pump but the healthcare provider did not increase the pump stating the patient was already on a high dose. The patient stated that prior to that he had been getting good relief from the pump. The patient also stated he had been having weird symptoms as well like his right foot is totally numb now and he has pain in his hip. The patient thought once the healthcare provider ¿accessed it¿ showed the problem even more. Per the patient at the dye study the healthcare provider could not aspirate the catheter. The patient was unsure if the healthcare provider proceeded with the dye study but stated the healthcare provider recommended replacing the catheter when they replace the pump. When the patient left the procedure and got in his truck to go home he felt "pressure in my spine" where it usually hurts without the pump therapy. The patient stated that 1-2 hours later his back starting hurting worse to a point he was laying on the floor and his wife was rubbing his back. By midnight- 2am after the dye study the patient was in full withdrawal, sweating profusely, had chills, and felt like "puking." The patient went to ER (emergency room) and found that his blood work "came back perfect." The ER (emergency room) said the patient was in withdrawal. The patient thought the ER (emergency room) had spoken to a company representative but was not sure. The ER (emergency room) did speak to the patient¿s managing healthcare provider and they directed him to go see the healthcare provider upon discharge. The ER (emergency room) gave him a "4 mg shot of morphine." The ER (emergency room) thought it was a malfunctioning pump possibly. The patient¿s managing the healthcare provider checked the pump and reported the pump was "green" and seemed to be working fine. Per the patient the healthcare provider reminded him they didn't have a successful dye study and thought it was a catheter issue. The healthcare provider gave him oral morphine 15mg qid until the patient can be seen by the surgeon to schedule the replacement of the system. The patient took one 15 mg pill which isn't much because prior to implant he took 200 mg/day oral morphine. The patient stated he felt good all day and he thought either the shot worked longer than expected or the pump was working again. The patient then stated the shot "wore off" the next day at 2 am again and the patient again had the same symptoms. This time when he got up his head felt like "a watermelon that someone split with an axe." The patient had a "massive freaking, splitting headache" so he took 2 tablets for an otc drug containing acetaminophen, aspirin, and caffeine. The headache lasted an hour. The patient splashed cold water on his head and took the otc medicine but ended up "puking for the first time" since the dye study was done. The patient questioned if the dye study caused some sort of issue with his spine. The patient stated he wrapped up in blankets and went to the ER (emergency room). By time he got to the ER (emergency room) the headache stopped. The patient was given a shot again and sent to the managing healthcare provider again. The patient was given a prescription for ¿inveta¿ which was declined by their insurance and also oral ms contin 1x/12 hours extended release and clonidine. The patient planned to follow up with their managing healthcare provider and was waiting to be scheduled with the surgeon to discuss replacing the system. No further patient complications have been reported as a result of this event.